Manufacturer narrative:
One opened knife, in a protector tray, in a blister was received for the report of dull blades. Sample was visually inspected and found to be conforming. Functional penetration testing was performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened sample was found to be visually and functionally conforming, therefore a dull blade of knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The returned sample was found to meet specifications. A nonconformance investigation is currently in progress to investigate the trend identified for dull cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during a cataract surgery, six ophthalmic blades were found to be dull and opened new blade and completed procedure. Patient details were not reported. No patient harm was reported.